Manufacturer narrative:
Product analysis:it was confirmed that the stylus and display were not aligned. The overlay and printed circuit board (pcb) connection was re-seated and the touch screen was calibrated. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.